Manufacturer narrative:
Final analysis found burn marks to the ac power adapter which contributed to the field complaint of power up anomaly.

Event description:
It was reported that the transmitter did not power up. Several attempts were made on working outlets but all were unsuccessful. No further information was provided.